Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/27/2011, 06/09/2011, and 06/16/2011 by phone, fax, and mail. A completed questionnaire was received on 06/15/2011. (B)(4).

Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the pt also has astigmatism postoperatively. The pt is satisfied with her uncorrected visual acuity of 20/40 and no secondary procedures are planned.